Event description:
Same case as MFR # 6000093-2004-00745, 00746, 6000093-2005-00376. One day after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. Target lesion 1 was identified in the distal lad with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of two overlapping taxus stents (2.5 x 24 mm and 2.5 x 12 mm). Residual stenosis was 0% after post-dilatation. Target lesion 2 was identified in the mid lad with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus stent, jailing the diagonal branch. Cutting balloon angioplasty was performed and a second taxus stent (2.5 x 12 mm) was deployed. Residual stenosis was 10% following post-dilatation. Post-procedure, the patient's cardiac enzymes met guideline criteria for mi. The patient was discharged 3 days later on plavix and asa. In the opinion of the physician, the event is "not related" to the taxus stent.